Manufacturer narrative:
Exact date of surgery unknown. Event occurred outside the united states but product is available in us.

Event description:
During use of the instrument, the implant rotated unexpectedly anteriorly in the disc space such that the implant had to be re-inserted during the same procedure. There was no damage to the implant or instrument reported, and the device mechanism does not appear to have malfunctioned. There were no post-operative complications reported. Incident occurred in switzerland.